Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer also reported an alarm after the hospitalization. Troubleshooting was performed, and the customer was able to clear the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.